Event description:
Device report from synthes EU reports an event in the (B)(6) as follows: during insertion of screw in screw the 3.5 lhs broke off. The surgeon utilized a new screw. The surgery was prolonged about 5 minutes and there was no reported patient harm. All devices were successfully removed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided. Device broke intra-operatively. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.